Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser fails intermittently.

Manufacturer narrative:
The company service representative examined the system and the reported event was confirmed and replicated. The nonconforming laser core module was replaced. The system was then tested and met all product specifications. The system was manufactured on april 29, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming laser core module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the laser failed during a pars plana vitrectomy, in the right eye. The procedure was completed without patient harm.